Event description:
It was reported that the pt presented in clinic due to vibratory alert. The left ventricular lead exhibited low and out of range impedance. The lead remained implanted. The pt will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.